Manufacturer narrative:
The analysis did show that a heavy residue was inside the handpiece. This causes a stronger wear of the bearings. The bearings have been vibrating and falling apart. Heat up was reproducible. Root cause for residue is that the handpiece gets not maintained as requested by user instruction. Kavo recommends to set up a service interval for a licensed shop to clean, service and check the function of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment the head of the handpiece heated up and burned the patient on tongue and cheek to the size of a dime. Patient was told to do warm salt/water rinses, no medical care was necessary. Two patients have been burned with this handpiece, see also MDR#: 3003637274-2014-00034.